Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental will be submitted once the investigation is completed. (B)(4). Bwi concomitant products: stockert 70 system; us cat #: s7001; serial #: (B)(4). Carto xp system; us cat #: m470001; serial #: (B)(4). Cool flow pump; us cat #: fp002; serial #: (B)(4). The customer is continually using the bwi products and has declined service.

Manufacturer narrative:
(B)(4). The catheter passed visual test , patency flow test, cool flow pump test, electrical test, temperature test and stocker test. The cause of death cannot be confirmed. Complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during a ventricular tachycardia ischemic procedure which lasted for four hours, ablations were performed intermittently. A tamponade was noticed within five minutes of the latest ablation. Pericardiocentesis was performed without effect and was repeated due to lack of decrease in effusion. Cardiac surgeon declined thoracotomy due to his assessment that survival was unlikely. Patient has ischemic cardiomyopathy, frequent sustained vt episodes lasting up to 60 minutes, and chronic obstructive pulmonary disease (copd). Vt was recurrent despite amiodarone, which had just been discontinued prior to the procedure due to suspected pulmonary toxicity with a diffusing capacity of the lung for carbon monoxide (dlco) of 50% predicted. The physician suspected that the cause of death is due to the ablation near the base of the heart, where myocardium is thinner, and perforation is more likely. Postmortem is unavailable. Bwi products were used in the procedure. The physician mentioned that there was no bwi products malfunction noted during the procedure.